Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has for leads (from the same lot) implanted in the parietal region (off label) as part of her scs system. It was reported the patient has never rec'd effective stimulation in his neck, which is his original pain pattern. Reprogramming was unable to resolve the issue. Surgical intervention may be undertaken to address the reported issue.